Event description:
On (B)(6) 2011, the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch veriopro meter was giving inaccurately erratic readings. The patient obtained the blood glucose readings of 283 mg/dl and 88 mg/dl on the reported meter within 20 minutes. The patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The patient did not experience any symptoms or seek any medical attention. The patient did not suffer any injury due to the reported meter. The patient experienced no symptoms and denied seeking medical attention. However, as the test results fell outside expected values for precision testing, this complaint is being reported.